Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted on (B)(6) 2017 for right heart failure, hemolysis, and a lactate dehydrogenase (ldh) of 10,000 u/l. The patient was treated with a heparin infusion, and continuous inotropic support. The patient was discharged to home on (B)(6) 2017, and was reportedly doing well. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of right heart failure, hemolysis and elevated lactate dehydrogenase levels could not be conclusively determined. Hemolysis and right heart failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.